Event description:
It was reported that the right atrial (ra) lead exhibited a loss of capture, and dislodged. The lead was explanted and replaced. During the replacement procedure, the right ventricular lead was damaged, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched, the proximal conductor had blood/body fluid (not obstructed), the outer insulation had environmental stress cracking, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the lead was stretched, and there was apparent explant damage. (B)(4): the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the outer insulation had a cosmetic depression, the helix wad distorted/bent, the lead was stretched, and there was apparent explant damage.